Manufacturer narrative:
On 7/20/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 550cc saline catalog #3502550 lot #6941305 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during pre-operation of a patient with mentor smooth round moderate plus profile 550cc saline breast prostheses, silver flecks were found directly on the breast prostheses. The surgery was delayed for two hours as a new implants were acquired, but the procedure was completed. There was no additional procedure needed and no patient consequences were reported. This medwatch form is for the right breast prosthesis.